Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer's site to determine the cause of the discordant, falsely low heparin unfractionated (uf) results on the bcs xp system. The cse ran validation samples on the affected system and the results recovered high. The cse also replaced and aligned the sample probe, aligned the reagent probe, and verified the system's optics. The cse performed a validation and ran quality controls (qcs) on the system and the validation and qcs recovered within expected ranges. The cause of the discordant, falsely low heparin uf results is unknown. The system and reagent are performing according to specifications. No further evaluation of this system or reagent is required.

Event description:
Discordant, falsely low heparin unfractionated (uf) results were obtained on multiple patient samples on the bcs xp system. These discordant results were reported to the pharmacy, who questioned the results. The patients' treatment was not modified since the discordant results were not reported to the physician or medical staff. The patients' blood was redrawn and run on an alternate bcs xp system with serial number (sn) (B)(4), resulting higher. The correct heparin uf results were reported to the physician for these patients. The customer ran the quality controls (qcs) at 10:30am on the day of the event and the qcs recovered within expected ranges. When the pharmacy questioned the results at approximately 3:00 pm, the customer reran the qcs and the qcs recovered low and out of range. When the customer transferred the same reagents to the other bcs xp system with sn (B)(4), the qcs recovered within expected ranges. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin uf results.